Event description:
It was reported that the balloon inflated but did not deflate during testing, prior to use. No other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.